Event description:
Additional information received reported the pump was now delivering 0.75mg/ml of morphine and 75mcg/ml of baclofen. It was reported that the underlying root cause for the symptoms was right shoulder and left knee sepsis along with thoracic osteomyelitis. The patient was reportedly septic and surgery was performed on the patient¿s joints and back. The pump rate was as reported decreased due to the patient¿s illness after initial admission in october 2013 then the pump was increased to what was currently provided on (B)(6) 2014. The patient reportedly had good pain control and was able to participate in therapy.

Event description:
It was later reported that the patient was in the hospital and wanted to have a manufacturer representative to come to lower the dose for his pump. Between (B)(6) and the time of this report, the patient also had a back surgery. At the time of the report, the patient ¿couldn¿t do anything as far as trying to stand because my legs are like noodles¿. It was later reported that the pump was turned to minimum rate at the hospital. The patient was to be sent to a rehabilitation facility.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the previously reported back surgery was performed in (B)(6), 2013. It was again reported that this back surgery was not related to the device, and was due to the patient's degenerative disc. The reporter also stated there was an infection, "but not the (B)(6) that the patient had in the knee and the shoulder" as previously reported, nor was the infection device related. The reporter noted that after the surgery in december, the patient went to a rehabilitation facility, where on (B)(6) 2014, "they hurt his lower back when moving him into a bed", and had to bring him to the emergency room (ER). Per the reporter, while the patient was in the hospital for the lower back pain, their pump was turned down, as ordered by the hcp. The patient was moved into a different rehabilitation facility between (B)(6) 2014. The reporter also noted the pump was "too low now", the patient had spasticity in the right leg, and that no one at the rehabilitation facility would help the patient. It was also stated that there was a return of symptoms, and that the last change on the pump was (B)(6) 2014. The reporter was redirected to the patient's hcp.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the patient had been in the hospital since (B)(6) 2013 with an infected knee and shoulder. When the patient's knee was being addressed, the knee started to go into spasms, so the patient's medication was increased for a period of time. This helped to address the knee spasms.

Manufacturer narrative:
Supplemental submitted for additional information.

Event description:
It was reported that there was no alleged product issue. The patient was hospitalized for sepsis post total knee replacement. The patient was experiencing twitching in his legs. The pump dose was increased from 85.14 mcg/day to 100 mcg/day. The patient status was reported as ¿alive-no injury¿. The pump was delivering compounded baclofen and morphine. It was reported the baclofen used was compounded with morphine so it was not lioresal. No further updates to report on the patient. It was later reported, the patient had a history of osteomyelitis, t12, 4, hypertension, and osteomyelitis of the left knee. A magnetic resonance imaging (MRI) of the right shoulder and left knee indicated infection. The patient was in-patient rehab with possible t6 osteomyelitis and continues to be implanted. The patient was receiving antibiotic treatment. All information pertaining to this event will now be reported under this manufacturer #. Please see manufacturer report #s 3004209178-2014-00315 and 3004209178-2014-00313 for previously reported information.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID 8590-1, lot# n164186, implanted: 2009 (B)(6), product type accessory. (B)(4).

Event description:
Additional information reported the patient reported increased spasticity in (B)(6) and had an increase in medication. It was reported that on (B)(6) 2014 it was turned down some and it was supposed to be turned the rest of the way after 3 days, but the patient it had not.